Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers lost support, could not be opened, and fell on to the chassis. Additionally, the pyxis screen froze when the user attempted to recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that failed drawer and application froze on white screen. The field service engineer (fse) assisted the pharmacy remotely and performed reboots along with clearing the failed drawers in the application. These actions resolved the issues, and the station returned to normal operation. The system functioned as intended after the field service engineer (fse) troubleshot the issue.